Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Functional testing was performed. Customer problem confirmed. The pump gives alarm " cassette not attached properly". The root cause could not be determined. The dso (downstream occlusion) sensor needs to be calibrated/replaced. Device will be submitted for functional and delivery tests after repair activities completed; the device shall be returned to the customer once passing results for functional/delivery tests are confirmed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the sensor did not confirm the cassette lock. The event took place during a functional test at the workshop. There was no patient involvement, and no patient harm/adverse event reported.